Event description:
The sleeve was bent during surgery and straightened out prior to drilling with the longer trocar. There was no abnormal resistance when the dr drilled through the bone plug. When the surgery assistant attempted to pull the sleeve out surgery asst could not remove the sleeve. The dr pulled the sleeve out and part of the sleeve broke off in the patient's knee. The dr then proceeded to palpate the knee for any sharp pieces (dr made a small incision for better access) and there were no sharp edges coming out off the femur. X-ray was called in to the operating room and the x-ray confirmed the sleeve was contained within the femur. The dr explained the situation to the pt and told them he could curette the piece out at a later date if desired or if it needed to come out.